Event description:
The (B)(6) reported that a laser vision correction patient was presented with transient light sensitivity (tls) on both eyes (ou) at 19 day post-operative exam. The patient¿s chief complaint was that there was light sensitivity. Topical steroid dosage was increased to treat symptoms. In addition, it was reported there was an intraocular pressure (iop) spike and steroids had been discontinued. The surgeon re-prescribed the steroid and the iop spike happened again. The patient was transferred to another surgeon. Pre-op; bcva from (B)(6) 2015; right eye pre-op 20/20 -3.50 x -.50 x 80; left eye pre-op 20/20 -3.00 x -.50 x 80. Post-op; bcva from (B)(6) 2015; right eye pre-op 20/20 .00 x .00 x 90; left eye pre-op 20/20 .00 x .00 x 90.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.